Manufacturer narrative:
The user facility initially reported that the incompatible endoscope error e305 had occurred. However, the error code e305 indicates the portable memory read error, and is an error that occurs when the access is disconnected while accessing the external memory by operating the touch panel of the video system center. Therefore, the portable memory read error e305 is an error that has nothing to do with the endoscope or camera head. Based on the above, omsc determined that the error reported by the user facility may be exactly the incompatible endoscope error e315. The device was evaluated at olympus service operation repair center (sorc) for evaluation. Sorc checked the device, but couldn¿t duplicate the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. -the endoscopic image failure occurred due to corrosion of the camera cable board. -the endoscopic image failure occurred due to corrosion of the imaging unit unit of the camera head¿s main body. Omsc determined that the reported event was caused by a temporary malfunction. According to the device evaluation result, the reported event was not reproduced and corrosion was confirmed, so the error code e315 may have been displayed due to a temporary electrical contact failure caused by corrosion. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the incompatible endoscope error e315 was displayed on the monitor. Error code e315 means that an incompatible endoscope is connected. The occurrence date of event is unknown. There was no report of patient injury associated with the event.